Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-48 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened as part of preventative maintenance. The cause of the f-48 alarm was determined to be due to an inoperative central processing unit (cpu). No repairs have been performed at this time, the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.